Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. This is noted due to infection. The physician was dr. (B)(6) at (B)(6) in , (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).